Event description:
The event date is unknown. It was reported the patient experienced discomfort at the ipg site due to the device no longer being secure in the pocket. It was also reported the patient experienced overstimulation at the ipg site. As a result, the patient's ipg was explanted and replaced. The doctor also revised the patient's original pocket site. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.